Event description:
A pericardial effusion (pe) occurred, and the procedure was cancelled. It was reported that a versacross connect laac access solution kit was selected for use during a watchman procedure. After the transseptal puncture (tsp) was performed using versacross devices with no issues reported, the watchman curve access system (was) was advanced with a 31mm watchman flx pro closure device and delivery system (wds) and positioned at the left atrium appendage (laa) then subsequently deployed. The 31mm wds was fully recaptured and removed due to not meeting release criteria, and the was also was removed. Tee sweeps were performed and did not note a pe. A 27mm wd was advanced through a watchman trusteer access system (wtas) and the wds was deployed then subsequently fully recaptured and removed due to not meeting release criteria. When the wtas was removed, a pe was noted at the base of the laa. A pericardiocentesis was performed and a pericardial drain left in place. The procedure was aborted, and the patient was hospitalized and later discharged. The device is not expected to be returned for analysis. Multiple effusion sweeps were performed during the procedure, although the pe was not noted until after the sheath was removed from the left atrium. There were no versacross devices inside the patient when the effusion was noted. In addition, there were no issues with transseptal involving the versacross devices reported. The physician does not believe that the versacross devices malfunctioned during the procedure.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available.